Event description:
The stapler did not fire. It was swapped out for another stapler which worked. Did not impact or harm the patient in any way. It was discovered before introducing it to the surgical site.